Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose value was 198 mg/dl and sensor glucose was 40 mg/dl at the time of the incident. The other glucose values were as mentioned the sensor glucose level was 50 mg/dl and blood glucose level was 101 mg/dl and 135 mg/dl. The insulin pump will not be returned for the analysis.